Manufacturer narrative:
(B)(4).

Event description:
A report received from (B)(4) stated that during a cuff balloon test, prior to use, the cuff did not completely deflate. There was no patient involvement.